Event description:
It was reported that an ilet user experienced a low glucose of 70 mg/dl, then consumed more food than announced, paused the pump due to feeling full, went for a walk, and subsequently had hyperglycemia with glucose rising to 294 mg/dl. The event involved meal announcements, an incorrect meal size, and user actions, with treatment including oral glucose, and relates to user interaction with the device interface. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an incorrect meal size in relation to actual carbohydrate intake, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.